Manufacturer narrative:
Other relevant device(s) are product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence and fecal incontinence patient reported that she has had a headache and complained about her aching back, she also thinks one of the leads has been dislodged. No further complications were noted or anticipated.